Manufacturer narrative:
The reported event of the device embolizing could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 7mm amplatzer duct occluder was successfully implanted in the patient. A few hours post-procedure, it was discovered during tte that the device embolized into the pulmonary vein. The physician attempted to capture the device with a snare, but was unsuccessful. That same day, the patient underwent surgical intervention to retrieve the device and the duct was surgically closed. The patient is currently stable.